Event description:
The customer reported that the system displayed a precharge failure error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced. The system was then found to be working as intended and put back into service.